Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, erroneous bump status. A1102 was coded for localizer faulted message. The system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a localizer faulted message appeared during set up. During troubleshooting, the manufacturer representative (rep) confirmed the erroneous bump status in network device interface (ndi) toolbox. The surgeon decided not to use the other navigation system for the case. It was noted that the probable cause of the issue was the position sensor unit (psu) complementary metal-oxide semiconductor (cmos) battery. This issue caused no surgical delay. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was reported there was no patient involvement.

Manufacturer narrative:
B5 additional info. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a cervical spine procedure, posterior cervical foraminotomy. Navigation was on ¿standby¿ for the surgeon if he could not localize the area via another medtronic device. He was able to localize, so he did not have a need for the navigation system/imaging system. Camera fault was discovered once the navigation system was powered on, incidentally.

Manufacturer narrative:
H3, h6: the camera, lot number: p904717, was returned to the manufacturer for analysis. The returned power supply unit (psu) had scratches on the housing. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .135mm with a passing threshold of .250mm. The reported event could be duplicat ed by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.